Event description:
Off-label treatment for intestinal bleeding. During the procedure, it was reported that two coils became stuck as they were individually advanced through the progreat 25 catheter. Upon removal of each coil, they were found detached inside the introducer sheath.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00385.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The delivery pusher and the implant coil were returned for evaluation already detached. The evaluation could not determine the cause of the event.(B)(4).